Manufacturer narrative:
Block h6: imdrf device code a1409 captures the reportable event of obstruction within device.

Event description:
It was reported that a percuflex plus ureteral stent was implanted on (B)(6) 2024 and was removed on (B)(6) 2024 due to ureteral obstruction. Another percuflex plus ureteral stent was implanted on (B)(6) 2024 and was removed on (B)(6) 2024 due to postoperative infection.